Event description:
On (B)(6) 2009, the patient reported experiencing air bubbles in his insulin cartridge. He stated he uses room temperature insulin. He was educated on how to remove bubbles from the insulin cartridge and he filled a cartridge during the report with no air bubbles. Upon follow up on (B)(6) 2009, the patient stated that he has not experienced any further air bubbles and he has no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.